Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported while positioning the cup, the threaded inserter sleeve stripped from the instrument. .all pieces were retrieved and nothing was left in the patient. Attempts have been made and no further information has been made available at this time.

Manufacturer narrative:
Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.